Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter signal had much interference. The electric signal was sometimes interrupted. The lasso catheter was exchanged to complete the procedure. Upon request, additional information was provided on the event on (B)(6), 2013. The signal was interrupted during ablation on all channels, including the body surface (bs) ECG¿s and the intracardiac (ic) signals on both the carto and ep recording systems at the same time. The physician was not able to be interpret the bs and all ic recordings because of the presence of signal noise. The severity of the noise on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event, thus marking (B)(6), 2013 as the alert date.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the catheter signal had much interference. The electric signal was sometimes interrupted. The lasso catheter was exchanged to complete the procedure. Upon request, additional information was provided on the event. The signal was interrupted during ablation on all channels, including the body surface (bs) ECG¿s and the intracardiac (ic) signals on both the carto and ep recording systems at the same time. The physician was not able to be interpret the bs and all ic recordings because of the presence of signal noise. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.